Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery release in the drawer of the external pulse generator (epg) did not function properly. It did not release the battery, it did not make it "pop out." Technical services gave tips on trying to resolve the issue by cleaning out the release mechanism. The epg status in unknown. There was no patient involvement.